Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of intermittent power cable disconnect and low voltage advisory alarms was confirmed via the submitted log file. The controller event log file from (B)(6) contained data spanning 3 days (09jun2024 ¿ 11jun2024 per the timestamp). The log file captured intermittent low voltage advisory and power cable disconnect alarms that were not associated with routine battery depletion or power source exchanges on 11jun2024 from 9:32:52 to 14:19:40 due to the relative state of charge (rsoc) voltage on the white power cable dropping while connected to 14v batteries. No other notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file. Additional information provided stated that the alarms were resolved by exchanging the battery clips and system controller. It was also reported that no product would be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the alarms resolved after the controller and battery clips were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had intermittent low voltage alarms and had been advised to switch to back up battery clips. The patient switched to the backup battery clips and did not have any subsequent alarms. Interrogation did show low voltage alarms starting around 0930 as expected. All battery clips and battery contacts were cleaned with an alcohol swab. The patient was switched back to the initial set of batteries and battery clips and the clinician attempted to reproduce the alarms, but no alarms occurred. Log files were submitted for review and captured random low voltage advisory events and also some random power cable disconnect events from (B)(6) 2024 at 0932 through 1420. These were not associated with power source changes, and all occurred on battery power showing the white power lead showing zero for the relative state of charge (rsoc) voltage. On (B)(6) 2024, the patient stated that the alarms persisted despite changing out clips and cleaning all contacts. A controller exchange was recommended. On (B)(6) 2024 it was confirmed that a controller exchange was performed. The patient continued to have "connect to power" alarms despite changing out the system controller on (B)(6) 2024, although the clinician was unable to reproduce the alarms in clinic. The log file captured some intermittent indications of a weak connection between the batteries & clips on the white lead and it was recommended to clean the battery and battery clip contacts.